Event description:
Reported as "gatroesophageral reflux and esophageal dilatation" follow up findings: additional pouch dilatation and access port leak with treatment for the access port leak only.

Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the implant date, the connector type is assumed to be a taper I. Inamed has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weigth regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of esophageal dilatation as follows: esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation.